Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was high an exact value was not provided; cause was not known. Manual injections were administered to address bg and the infusion set was changed. Pump system check was performed with tandem technical support and pump was functioning as intended. Recommendation was made for the customer to discuss the event with a healthcare provider. The customer reverted to an alternate pump for insulin therapy.